Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial lead dislodged. During the lead revision, it was noted that tissue caught inside the helix. The lead was explanted and replaced. The patient was in stable condition.